Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the patient was hospitalized for 5 days for contact dermatitis around her central line. The central line was replaced and the patient was doing much better. Patient had issues with two cassettes in the last week, not priming on both pumps.

Manufacturer narrative:
Other text: product information was updated.

Manufacturer narrative:
Corrected data: product information was corrected.